Event description:
The patient's mother reported that they had three pods on three separate occasions which they thought had leaked or the cannula came- she wasn't sure. She stated that in all three cases, her daughter had worn the pod on her lower back and was removed after unexplained high blood glucose levels. She also reported that the infusion site was wet and smelled like insulin. In all three cases, the pod was removed and replaced with no further problems noted. All three pods are being returned to the manufacturer for evaluation.

Manufacturer narrative:
The three devices involved were returned for evaluation. Evaluation of two of the three devices did not reveal any mechanical or functional issues. No defects were noted that could have caused or contributed to the reported incident. Evaluation of the third device did not reveal any mechanical or functional issues. Under magnification, it was noted that the cannula tip was slightly damaged with crystalized insulin evident, but not sufficiently damaged to stop insulin delivery. It is not possible to determine when the damage to the cannula tip occurred. The data downloaded from the pod indicated that there was an occlusion hazard alarm registered, however, the alarm occurred when the reservoir was almost empty at the end of the pump's run. The reporter's statement that the infusion site was wet and she smelled insulin, which indicates that the cannula had not remained in the infusion site and the pod was delivering insulin. The users guide for the product instructs the user to check the infusion site after insertion to insure proper cannula placement and to check periodically during wear.